Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. (B)(4).

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer is unknown. It was also reported that tibial tray has fallen into severe varus. The surgeon revised the tibial tray. The femur and patella were well fixed and retained. No surgical delay is noted. Doi: 5-6 years ago. Dor: (B)(6) 2020; right knee.